Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was replaced due to device performance issues. A new aus balloon was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon and pump were replaced due to device performance issues. A new aus balloon was implanted.

Manufacturer narrative:
Describe event or problem: updated. Date of event: updated. Explant date: updated. The pressure regulating balloon and control pump were returned for analysis. The pressure regulating balloon was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified at the sphere adapter junction that is consistent with material fatigue. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing. Product analysis confirmed a malfunction in the balloon component. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.